Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6)2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). The cgm was reading 47 mg/dl and the patient self-treated with sugar. Then he took a blood glucose reading which was 642 mg/dl, so the patient went to the emergency room. The patient was experiencing tiredness, couldn´t move and fast heartbeats. At the emergency department the patient was treated with IV fluids (and medication to decrease bg). After the treatment, the patient was stable and was discharged the same day. At the time of the report the patient was normal. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code - e0122 movement disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). The cgm was reading 47 mg/dl and the patient self-treated with sugar. Then he took a blood glucose reading which was 642 mg/dl, so the patient went to the emergency room. The patient was experiencing tiredness, couldn´t move and fast heartbeats. At the emergency department the patient was treated with IV fluids (and medication to decrease bg). After the treatment, the patient was stable and was discharged the same day. At the time of the report the patient was normal. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.